Manufacturer narrative:
Field change: d11.concomitant products added. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient was functionally dry after his original implant surgery. Over the last 6-9 months he complained that he has been increasingly leaking more over time. Physician suspected urethral atrophy leading to incomplete coaptation of the cuff due to a smaller urethral size. Dr. Milose scoped the patient and determined that there was no urethral erosion. She removed the entire old aus and implanted a new aus, with the cuff being placed transcorporally. She determined that it was indeed atrophy that lead to the old cuff being to large to be effective. Patient is fully recovered.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient was functionally dry after his original implant surgery. Over the last 6-9 months he complained that he has been increasingly leaking more over time. Physician suspected urethral atrophy leading to incomplete coaptation of the cuff due to a smaller urethral size. Dr. (B)(6) scoped the patient and determined that there was no urethral erosion. She removed the entire old aus and implanted a new aus, with the cuff being placed transcorporally. She determined that it was indeed atrophy that lead to the old cuff being to large to be effective. Patient is fully recovered.